Manufacturer narrative:
Submit date: 06/03/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer states when ripped, the gauze do not tear clean and leave debris in the wound and/or sterile field.

Manufacturer narrative:
Submit date: 10/25/2016. The device history record (DHR) for the lot indicates that no issues were found in samples inspected from the lot. There were no issues detected in the samples inspected per machine from the lot produced that went into this lot. A review of maintenance records, both corrective and preventive, and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed on time. There were no related process or material changes related to the reported condition for this product. A review of the machine setup was conducted and that there were no issues. There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. Product analysis could not confirm if the failure contributed to the reportable event. Due to no sample, a root cause could not be determined. From the description provided by the customer, a potential root cause could be the improper use of the product by the customer. The product is designed for use in the folded 4 x 4, 16 ply configuration. If ripped apart, the gauze weave structure becomes compromised and broken. This can lead to fraying edges and small strings to be dislodged from the sponge. Ripping the product apart may result in release of loose fibers and could decrease the effectiveness of the product. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. As part of the in-process visual inspection, requirements are met for inspection linting/contamination. The description of the reported condition indicates improper use of the product, thus no corrective or preventive action is required at this time. If a sample is received, this complaint will be reopened for further investigation. Review was performed on the sponge machines which produce the 4 x 4, 16 ply sponges to ensure proper machine set up. No other containment was required as the reported condition did not indicate defective product, but did indicate product was improperly used.